Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member/friend regarding a patient implanted for failed back surgery syndrome. The caller reported that the patient¿s implantable neurostimulator (ins) never worked properly since the patient had the implant in 2006. The caller stated that the patient left the device implanted, and has not gotten it removed. They indicated that the patient was having an MRI done for unrelated issues. Patient services attempted to review MRI information, but the caller disconnected. No further information was provided. No further complications or patient symptoms were reported.